Manufacturer narrative:
The insulin pump was received with normal operating currents, passed unexpected restart error test, self-test, and the displacement test. However, pump alarmed prime during the basic occlusion test due to loose/protruded drive support disk. We were unable to perform the occlusion test, prime test, and excessive no delivery test due to prime alarm. No unexpected restart error alarm noted during testing. The insulin pump was received with broken reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratched lcd window, missing end cap sticker, and scratched reservoir tube window.

Event description:
It was reported via phone call that the insulin pump alarmed and was unable to prime pump. The customer made an attempt to prime and received a compromised force sensor system alarm. Customer took battery out and pump alarmed unexpected restart. The customer's blood glucose was 100mg/dl. The customer was advised to discontinue the use of the insulin pump and revert to back up plan.